Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire was received with its original opened pouch. The guidewire returned separated in two sections; one section returned inside of a protective hoop. This section of wire was easily removed from the hoop and it measured 195.9 cm from the proximal end. The second section returned measured approximately 134.3 cm from the distal end. The section 1 showed kinks located approximately at 9 cm, 99 cm and 184 cm from the proximal end. The section 2 showed a kink located approximately at 107 cm from the distal end, besides, the distal tip was bent. The ends where the guidewire got separated showed rotational wear. No more visual damages were encountered in the device. More detailed pictures of the affected area were captured upon microscope inspection. Dimensional inspection of the guidewire that could be measured were performed and revealed that the outer diameter (od) of the distal, middle and proximal section were within specifications. However, dimensional inspection of the overall length could not be performed due to the device condition.

Event description:
Reportable based on device analysis completed on 25may2020. It was reported that the device was kinked. A 330cm rotawire was selected for use. Upon unpacking, it was noted that the guidewire was kinked, and the procedure was completed with a different device. No complications reported and the patient is stable. However, device analysis revealed guidewire separation.